Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The cause of the reported condition is related to a manufacturing issue. This issue was investigated through corrective and preventative action (CAPA). Applicable personnel were made aware of this condition and the manufacturing process was updated as a result of the CAPA investigation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a black particle was observed in the heater line of the cassette which was in use for peritoneal dialysis therapy. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was received without pouch. A visual inspection was performed which revealed a black particulate matter, 5 mm (millimeter) long, attached to the wall of the tube. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.